Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the when the system was turning on, the left side of the flexvision was black. As a part of troubleshooting fse checked flexvision pc, dvi senders and receivers, and cables and replaced flexvision pc. After replacement of the flexvision pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the on startup the monitors do not fully display everything. The device was in clinical use.